Event description:
Reporter alleged discrepant back to back glucose results of hi at 8:50 am versus 245 mg/dl at 8:55 am. Customer stated performed quality control testing on his glucose system and the level one was within acceptable range, however, the level two generated an error message. Customer indicated being treated for low glucose by medical professionsal several days of the same week when comparison was performed, however, the results stated were low at the time and consistent with treatment received. As a result of the comparison, no actions were taken or treatment reportedly received. A request was made for the return of the suspect product and replacement product was sent.